Manufacturer narrative:
Patient information was not provided. Additional information. Manufacturer investigation conclusion: the report of a m2 (motor disconnected) alarm could not be confirmed nor reproduced through this evaluation because no console log file data from the time of the reported event is available for review and the centrimag motor was not returned for investigation. A specific cause for the motor disconnected alarm could not be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g1: corrected data.

Manufacturer narrative:
Section g1, g2: correction.

Manufacturer narrative:
Patient information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that on (B)(6) 2018 the centrimag motor was inspected due to a disconnected motor error. The biomedical engineer was reportedly able to duplicate the disconnect error and noticed the centrimag motor twitched. It was reported that per abbott the motors were not repairable that was why a replacement was ordered. The motor was disposed and a replacement was to be ordered.